Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The pateint alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report, section d2 section has been mentioned incorrectly and in h10 section the manufacturer incorrectly selected manufacturer narrative, which has been updated in this report. Now, section d2 and h10 has been updated / corrected.